Event description:
The doctor reported the implant was removed due to strange medical symptoms, 3 months after implant placement. Per (B)(6) at the office, the patient experienced an abnormal sensation around the implant site. Bone quality around the area was type iii, and oral hygiene around the implant was good. Abnormal sensation around the implant placement was observed during the implant removal surgery. The patient has since recovered.